Event description:
It was reported that during patient use, the over temperature alarm sounds. There was no patient was harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Functional and performance tests were conducted. No abnormality was confirmed in the normal operation test, but in the 75% occlusion test, it was confirmed that the over temp alarm was activated, and the system switched to blowing air. The customer's reported problem was confirmed. The root cause was a malfunction of the thermostat. The heater assy. Was replaced, and the device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.